Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that there was an issue with the screen for a trilogy 100 device. There was no reported patient involvement. The service technician recommended replacing the device¿s liquid crystal display (lcd) to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.